Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. The lot number was not provided. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube in (B)(6) 2015. On (B)(6) 2016, the patient went to the emergency room due to a stoma site infection. On (B)(6) 2016, the patient was admitted to the hospital for the stoma site infection and was treated with an unknown intravenous antibiotic.